Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.